Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2020. The patient was stable, and the procedure went well.

Manufacturer narrative:
Additional information: h7, h9. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6)2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to connect with the merlin transmitter. The patient presented in clinic for follow up. Upon review, it was revealed that the device appears to be at end of life (eol) and could not be interrogated at all. Multiple attempts were made with two separate programmers, with no success. It was noted that the last successful remote transmission occurred on (B)(6)2020 and battery longevity estimate was almost three years at the time. However, six weeks later the device could not be interrogated due to eol. The patient has been scheduled for generator replacement procedure. The patient was stable.